Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Attempts were made to interrogate the implantable cardioverter defibrillator by using radio-frequency (rf) telemetry, but the attempts were unsuccessful. A new rf transmitter was sent and unsuccessful in pairing with the patient. The latest programmer scans from in-clinic were requested and the product remained implanted. Patient condition was not reported.